Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarm occurred. The customer's blood glucose level was 145- 252 (mg/dl) at the time of the event. A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available. In addition, the customer experienced an elevated bg level the morning of the report of 297 (mg/dl). The customer had recently eaten food but felt an appropriate bolus was delivered to cover the food consumed. A manual injection was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.